Manufacturer narrative:
The customer¿s report that the bag was found empty was not replicated during testing. Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the right (male) iui date code 06/15 (june 2015) was observed with corrosion and dry fluid residue. Some fluid ingress was observed along the inside bottom of the rear housing. The bezel assembly data code was noted 10/10 (october 2010). No other obvious issues or anomalies were identified with the source device during the inspection. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the source device is selected and the user programs primary infusion, heparin 25000 unit in 250ml, dose= 12 unit/kg/h (drug ID 370) at 10:42 pm, at a rate of 8.24ml/hr and a vtbi of 240ml. The infusion was started at 10:42 pm. The pump module infused until 12:01 am when a 25 minute delay was programed by the user. The pump module is channeled off and then pcu power off at 12:10 am. The total volume infused was recorded as 10.827ml. Test results: results from a timed rate accuracy test using the timed rate accuracy test method (dir 10000360036) demonstrated the source device not passing. Test results measured the actual rate at 7.54ml/h (-8.07% error). The specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334; indicating the device is out of specification. Rate accuracy ¿ alaris system maintenance software version 9.8 and a medley rate control set was used to test the returned device for rate accuracy. The actual error was measured to be -7.4167% which is outside the acceptable error of +/-3.400% on the high side rate calibration was performed and the vpmr was changed from 176.8 to 161.2. After calibration, the returned pump module was observed to now be delivering within specification. The incident administration set was not returned; therefore, could not be tested. The root cause of the customer¿s report that the medication infused much faster than expected could not be identified in this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 01/18/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a heparin drip was initiated at 10:41 pm as ordered by md with a second nurse verification. The pump was running at 12 units/kg/hr (8.2 ml/hr) which matched the administration record in the emar. The medication was running through channel b. Rn left the room and came back about 1.5 hours later to round on the patient and noticed that the 250 ml heparin bag was empty. She immediately disconnected the patient as to avoid any further medication administration. There did not appear to be any holes in the IV bag or tubing. Stat labs were ordered and drawn, and protamine was ordered with follow up ptt. The patient was monitored after the event and in stable condition.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a heparin drip was initiated at 10:41 pm as ordered by md with a second nurse verification. The pump was running at 12 units/kg/hr (8.2 ml/hr) which matched the administration record in the emar. The medication was running through channel b. Rn left the room and came back about 1.5 hours later to round on the patient and noticed that the 250 ml heparin bag was empty. She immediately disconnected the patient as to avoid any further medication administration. There did not appear to be any holes in the IV bag or tubing. Stat labs were ordered and drawn, and protamine was ordered with follow up ptt. The patient was monitored after the event and in stable condition.